Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the up arrow and ok keypad button symbols were found to be worn; no further damage was observed to the rubber keypad and which was found be fully intact. During testing, the up arrow was intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a scratched display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged.

Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow keypad button was unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.